Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device. This atrial pacing lead was explanted when it exhibited high impedance measurements. The device may be at an elective replacement indicator (eri).